Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced needle of the infusion set is sticking out due to poor adhesive event on (B)(6) 2026. The patient changed their infusion site and resumed insulin delivery successfully. No further information available.